Event description:
A customer reported an issue with a cgm displaying error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided information for a complete pump reset and guided the caller through the process. After the pump reset, the cgm error did not recur, and the customer successfully initiated a new sensor session.